Event description:
Information received from a consumer patient receiving baclofen at a dose of 300mcg/day via an implanted pump (concentration was unknown). Indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that on (B)(6) 2016, the patient went in for a refill but "couldn't access the port." The patient stated they could not get the needle in. The patient reported that the alarm date was (B)(6) 2016, and was wondering if it would alarm. It was noted that they were going to try to refill again but they could not get them into any of the hospitals. No symptoms were reported. The patient was told that the alarm could occur at any time of the day and that it would occur when the pump calculates it had reached the low reservoir level which was defaulted to 2ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.